Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05283. (B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending into the mid lad with 100% stenosis and was 66mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement of a 2.75x38mm promus element long stent and a 3.50x28mm promus element stent. Following post dilation, residual stenosis was 0%. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. The patient then underwent non-target vessel revascularization (tvr) as treatment. On the same day, the event was considered resolved. Fourteen days post hospitalization, coronary angiography was performed and revealed 90% stenosis in the proximal lad. On the same day, the patient underwent percutaneous coronary intervention (pci) to proximal lad. Following intervention, residual stenosis was 20%. Four days post procedure, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-05284. Promus element (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending into the mid lad with 100% stenosis and was 66mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement of a 2.75x38mm promus element ¿ long stent and a 3.50x28mm promus element ¿ stent. Following post dilation, residual stenosis was 0%. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. The patient then underwent non-target vessel revascularization (tvr) as treatment. On the same day, the event was considered resolved. Fourteen days post hospitalization, coronary angiography was performed and revealed 90% stenosis in the proximal lad. On the same day, the patient underwent percutaneous coronary intervention (pci) to proximal lad. Following intervention, residual stenosis was 20%. Four days post procedure, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-05284. Promus element (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending into the mid lad with 100% stenosis and was 66mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement of a 2.75x38mm promus element ¿ long stent and a 3.50x28mm promus element ¿ stent. Following post dilation, residual stenosis was 0%. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. The patient then underwent non-target vessel revascularization (tvr) as treatment. On the same day, the event was considered resolved. Fourteen days post hospitalization, coronary angiography was performed and revealed 90% stenosis in the proximal lad. On the same day, the patient underwent percutaneous coronary intervention (pci) to proximal lad. Following intervention, residual stenosis was 20%. Four days post procedure, the event was considered resolved and the patient was discharged on the same day.